Event description:
A us distributor contacted zoll to report that a patient developed a bleeding rash under the lifevest equipment. Patient described the area as bleeding rash from scratching. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.